Event description:
It was reported there was communication errors between the implantable pulse generator (ipg) and the remote control displayed frequently and stimulation turned off by itself. The ipg was replaced at the patients strong request although end of life message was not yet displayed.

Event description:
It was reported there was communication errors between the implantable pulse generator (ipg) and the remote control displayed frequently and stimulation turned off by itself. The ipg was replaced at the patients strong request although end of life message was not yet displayed.

Manufacturer narrative:
The returned ipg was able to successfully pair with a known good remote control without any problems. The output monitoring showed that the stimulation remained on without any interruption, and the residual gas analysis confirmed that the case is intact. The ipg exhibited normal device characteristics during both visual and functional assessments.